Event description:
It was reported that during an open gastrectomy, the jaws could not be opened with the release button at the 3rd firing when the device was used for anastomosis between jejunums during roux-en-y gastric bypass after gastric resection. The device was released with the manual release button. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any tissue damage?---no. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. If echelon, during which stroke did the event occur? ---after 3rd. What color cartridge was being used? ---white. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload inserted in the channel. In addition, the pan was noted to be partially engaged at proximal end. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.